Event description:
A user facility reported to olympus the error "e102" occurred during a procedure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The customer reported that the problem was resolved after the lamp was replaced. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that the phenomenon occurred because a non-olympus lamp was used. Additionally, the error did not occur after the lamp was replaced with an olympus lamp. The instruction manual identifies the following related verbiage: ¿always use the examination lamp designated (xenon lamp maj-1817). To order a new examination lamp, contact olympus. Never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction, or a fire.¿ olympus will continue to monitor field performance for this device.